Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported while using the cool path catheter for an ablation procedure leaking was noted from the handle of catheter. The physician had been ablating for about two hours when the catheter was pulled from the left atrium into the right atrium. The physician began ablating the right sided isthmus region when he noted some leaking coming from the handle of the catheter. The catheter was replaced and the procedure continued with no consequences to the patient. The patient left the room stable and comfortable.